Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that starting about two weeks ago, the patient began experiencing pain in the buttock area/implant site. At first they felt better after taking a warm shower, but it worsened over time and was unbearable. Starting last night, the pain was non-stop and any time they tried to sit down on it, it basically felt like someone took a knife and jabbed it and put it in again. The patient tried turning stimulation down or off to see if that helped a few days ago and it didn't do anything. Now when they tried connecting with the controller, they received 'no device found'. Troubleshooting was offered, but the caller stated they would just wait until they saw someone in person. They thought maybe the ins had moved. They noted they had called their healthcare provider, but had not yet heard back from them, and were wondering if they should go to the ER. They were redirected to their healthcare provider.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp was asked to clarify whether the ins has moved and they stated yes, they went to the ER and everything looked good. They stated they changed their program and the issue was resolved. It was noted that the cause of the poor communication issue was determined, however no cause was identified in the source doc. It was again noted that the program was changed and the issue resolved.